Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: investigators were able to verify the original complaint in the alarm history but were unable to duplicate the issue during the actual testing. The review of the alarm history showed consecutive call service alarms 054, 052 and 012 on two separate occasions. During testing, the ez-prime sequence was performed successfully. The pump was exercised for 24 hours with no call service alarm occurrences. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board or to the cgm (continuous glucose monitoring) module.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.